Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a malfunction of the image sensor unit, a board inside the video connector, or a malfunction on the system side. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the image from the device did not move well. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found there was no image. This report is being submitted for the malfunction found during evaluation (no image). There was no effect on a patient due to the event.

Manufacturer narrative:
During inspection and testing, service found there was no image. In addition, the adhesive on the bending section cover was chipped, the insertion tube was twisted, and the video connector was deformed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.